Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a proglide after a lead extraction procedure using a 4f sheath, upsized to 5f. Reportedly, the suture achieved hemostasis. Post procedure, in recovery, the patient complained of a cold leg. The patient was sent to surgery where it was noted the vessel was shutdown as the suture had captured the posterior wall of the vessel. The suture was cut and the vessel was reopened. The vessel was damaged requiring a graft for a section of the artery. There was no delay in the procedure; however, hospitalization was prolonged. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effects of tissue injury and occlusion are listed in the proglide instructions for use (IFU), as potential adverse events associated with use of the suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effects and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.